Event description:
An 80 year old female undergoing carotid endarterectomy sustained 2nd degree burns to right neck and shoulder, when approximately 5 minutes into procedure, flames were seen at surgical site.